Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a combined collection procedure, they noticed that the plasma collect volume was lower than expected. Per the customer, the plasma collect volume measured 92ml compared to the expected predicted volume of 600ml, meaning 508 ml of the donor's plasma was returned to the donor. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the cause of this issue was due to a plasma line occlusion (plo). The occurrence data makes it unlikely to be due to a solvent occlusion. The cause for the partial plo remains under-determined but is possibly due to orientation of the hex in the filler latch.

Event description:
No medical intervention was needed for this event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Analysis of the rdf showed that at the start of the plasma collection substate, there was a downward shift in the fluid volume entering the reservoir, indicating that fluid was reaching the upper level sensor earlier in the run. This signal can be caused by a partial or full occlusion of the plasma line which will send fluid to the reservoir intended for the plasma bag. The downward reservoir volume shift continued over a 34 minute time interval until plasma collection was completed. The reported measured collected plasma volume was 92 mls. Investigation is in process. A follow-up report will be provided.